Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name) h3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo and x-ray investigation revealed a chronological history of the patient, screw in implant and revision date did not presented migration. A screw that was not part of the system was observed as well. The e-IFU trauma instructions for use - tfna states the following: combination of medical devices: synthes has not tested compatibility with devices provided by other manufacturers. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the lockscr ø5 l28 f/nails tan light green would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 04.005.518 lot number: 3870p87 manufacturing site: mezzovico release to warehouse date: 05 jan 2023. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6) 2025 due to osteomyelitis. Patient also presented with exposure of the screws in the ankle causing soft tissue injury. The patient remains under management for irrigation and evaluation for possible amputation depending on the evolution of their vascular condition. Date of implant: (B)(6) 2024. Date of explant: (B)(6) 2025.